Manufacturer narrative:
The customer¿s report that the tubing set separated and leaked was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection confirmed that the set was separated at the engagement between the micron adult filter¿s inlet port and tubing sleeve and tubing was not fully inserted. Functional testing was not performed as the customer's report of leak and separation was confirmed upon visual inspection. Further inspection under microscope, observed a gap, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. The top outside diameter of the inlet port measured within specification(s). The base outside diameter of the inlet port measured within the specification(s). The root cause is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the pharmacist was checking a paclitaxel dose when it was noted that the tubing set had separated and leaked from the filter. The tubing set was primed with nacl (normal saline), and did not come into contact with the paclitaxel chemotherapy medication. The product failure was noted prior to leaving the pharmacy department and did not come into contact with the adult patient. The customer further validated that there was no adverse effects caused to the pharmacist from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the pharmacist was checking a paclitaxel dose when it was noted that the tubing set had separated and leaked from the filter. The tubing set was primed with nacl and did not come into contact with the paclitaxel chemotherapy medication. The product failure was noted prior to leaving the pharmacy department and did not come into contact with the adult patient. The customer further validated that there was no adverse effects caused to the pharmacist from the event.